Manufacturer narrative:
On (B)(6) 2021, it was noticed the previous report erroneously omitted information. See h11 for details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021, it was noticed the previous report erroneously omitted the following information: the patient also experienced capsular contracture baker grade IV on the right side. Upon explantation, the right side device was found to be ruptured, and the left side device was intact. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a tear was observed on the posterior aspect measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture0 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and experienced capsular contracture baker grade iii/IV and rupture on the left side post-operatively. The rupture was discovered during explantation on (B)(6) 2020.